Event description:
It was reported that pump experienced unexpected shutdowns over several months. There was no reported impact to the customer¿s blood glucose level. Patient did not want to investigate issue further an no additional information was provided.